Event description:
It was reported that during a supply change the user could not see insulin drops at the connector, suspected leaking or priming difficulty with an infusion set, and subsequently replaced supplies; with new tubing and inset the user observed drops, reattached, and resumed delivery without alerts or alarms. Customer care provided assistance that included guided supply change and functional check of tubing to 120 units. Investigation of this case revealed that delivery resumed normally after replacement of consumables and no device malfunction was confirmed. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention and no impact to activities of daily living. It was concluded that the event was related to use of disposable components and resolved with education and supply replacement.